Manufacturer narrative:
(B)(6). Results- bd received 6 samples from the customer facility for investigation. The 6 samples were evaluated and the customer's indicated failure mode for no sleeve recovery with the incident lot was observed in 4 of them. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that the device, 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, had leakage from the sleeve they believe due to sleeve recovery issues. No injury or medical intervention.